Event description:
A vector analysis was requested for the patients right eye (od) to determine rotation versus replacement. Guidance was given by doctor moran to the clinic. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5- a vector analysis was requested for the patients right eye (od) to determine rotation versus replacement. An unknown model icl implanted on an unknown date is described with lens rotation. Guidance was given by doctor moran to the clinic. Claim# (B)(4).